Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. No problem found.

Event description:
On 09/04/2025, a sales representative reported via phone that an ar-8935-70 low profile screw, titanium 3.5 x 70 mm, and an ar-8935-60 low profile screw, titanium 3.5 x 60 mm, broke during insertion. When the surgeon attempted to insert both screws, the screw heads met the plate and broke off easily under applied force, while the shafts remained in the plate. The broken screw heads were removed from the surgical site, and the surgeon determined that the repair was sufficiently stable to leave the screw shafts inside the patient. There was no delay in the procedure, no additional anesthesia was administered, and no adverse effects were reported during or after the surgery. No photos were taken for documentation. This issue was discovered during an ankle fracture/distal fibula fracture procedure performed on (B)(6) 2025, with no patient harm reported. Additional information was received on 09/08/2025: there is no information at this time on the lot numbers of the ar-8935-70 low profile screw, titanium 3.5 x 70 mm, or the ar-8935-60 low profile screw, titanium 3.5 x 60 mm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.